Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the battery charger was resetting and unable to fully power on. The charger exhibited a flash memory failure at bga components u102 and u105 on the c/a board. The root cause for the flash memory failure could not be positively identified. No adverse events occurred due to the defective charger.

Event description:
A us distributor reported that a battery charger was unable to power on.